Manufacturer narrative:
Corrected fields: h6 (medical device ¿ problem code). Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to reproduce the issue. For troubleshooting, he rearranged safety disk group and replaced disk due to expiration of working hours, set up.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) circuit leaks. There was no patient harm reported .